Event description:
Customer's spouse called to report that the insulin pump is freezing up. Caller stated that spouse is dealing with high blood glucose for the month. The current blood glucose is 500 mg/dl. Customer has treated with manual injections. Caller stated that there is no response from the buttons. During troubleshooting, customer monitored the time display. The minutes do not change. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.